Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at "a concentration of 50" and a "rate of 15" via an implantable pump (noted to be a "122cc pump") for non-malignant pain. It was reported that the patient had recently moved and had not found a new physician. As a result, the patient ran out of medication a little over a week ago and started going through withdrawals. The patient went to the emergency room where they gave him hydroxyzine, clonidine, and "xenabaratol". No further issues were reported or anticipated.